Event description:
(B)(6) / I've been using freestyle libre for my cgm for about 2 years. They often fail before their advertised date (14-days for libre 3 and 15-days for libre 3 plus). In 2024 and 2025, abbott would replace any defective sensors immediately; however, their policy seemed to change at the start of 2026. I now have 4 defective sensors that they won't replace because I've exceeded my replacement limit. Additionally, prior to the sensors indicating they need replacement, the glucose readings seem to be incorrect (example is showing a reading significantly different than a "finger stick" reading). They appear to want me to go away and I'll probably do that if I can switch back to dexcom (never had an issue with them), but for now my insurance covers freestyle at a lower expense. I'm (B)(6)-eligible on (B)(6), but I'm not yet sure what cgm has better insurance coverage for me under my newly selected (B)(6). Abbott wants me to believe I'm the problem, but I've probably returned 5-10 defective sensors to them. You'd think they'd be able to tell me what I'm doing wrong, but so far, they've not offered me any help. Thank you. Additional product details: manufacturer: abbott laboratories.  Pt: 4582. Device: 2588, 1535. Ref: mw5189451, mw5189453, mw5189454, mw5189455, mw5189456, mw5189457, mw5189458, mw5189459.